Manufacturer narrative:
Additional information: per the customer "there was no incident or report made in regard to exposure either during operation or post cycle completion from the leaking door".

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis. The DHR (device history review) for sterrad 100s system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for leaking or haze/oil mist. Trending analysis for haze/oil mist issues associated to the sterrad 100s product line did not indicate a significant trend. The hhe (health hazard analysis) relating to exposure to oil mist is considered low risk. The sterrad 100s was inspected following the incident by an asp field service engineer (fse) who replaced the oil mist filter assy and catalytic converter to mitigate the issue. No parts returned for investigation.

Event description:
A customer called to report that their sterrad 100s door was leaking. An asp field service engineer was dispatched to the facility to assess the unit onsite. The fse reported that the unit had a mist coming from the pump. It is unknown if there was any harm or injury to any healthcare worker at this time. Additional information received relating to this event will be reported in a supplemental report.

Manufacturer narrative:
Device evaluated by mfg: an asp field service engineer (fse) assessed the unit onsite and found a mist coming from the pump. The fse removed the oil mist filter and found that the o-ring was not fully seated on the oil mist filter cap. The fse replaced the oil mist filter and catalytic convertor. The unit passed the leak back and empty chamber test. The unit meets manufacturer specifications.